Event description:
Doctor's office stated child accidently sprayed product in her eyes. Doctor's office contacted a chemical emergency reponse center for advise on chemical and first aid. Center advised caller to wash eye for 15 min by the clock. Also advised to take victim to a doctor (eye) for further care.